Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/15/2015. The fse observed the diluent leak at pinch valve pv49 connecting feedthru fitting ff173 to ff183. All tubing at pv49 was replaced to resolve the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported while priming their coulter lh 500 hematology analyzer, it gave a "diluent comparison out of limits" error message, during troubleshooting, discovered about 20ml of a clear liquid contained around the back of the main diluter panel. There was no biohazard exposure to mucous membranes or open wounds. The customer was wearing a lab coat and gloves. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.